Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed outer shell tear due to damage during assembly causing outer lumen deflation. The shell thickness in this area was within specification.

Manufacturer narrative:
Physician statement: patient stated left side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.